Manufacturer narrative:
Correction: b5 statement has been updated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator was post paced t-wave oversensing. No intervention was performed. The patient was asymptomatic throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Heather carpenter contacted technical services when an asymptomatic patient presented via a merlin@home transmission showing nsrvo due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. The device was post-paced t-wave oversensing on the ventricular lead when pacing at 110bpm with a 250 ms pace refractory. The t-wave measured to be approximately 1.17mv and it followed the ventricular pacing pulse by 367ms. The patient did not receive therapy during the oversensing. The low frequency attenuation filter was programmed off. Technical service discussed programming the ventricular post-paced threshold start from auto to 1.5 and programming the ventricular post-paced decay delay from auto to 125. The programming changes were not made at this time and will be discussed with the following physician. Technical services also discussed that the physician should consider performing an induction test at the patient's maximum pacing rate to test the decreased sensitivity settings.